Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the array was observed to be misshaped on the mapping system and was not maneuvering normally. It was also difficult for the catheter to retract into the sheath. Upon removal for inspection, the array was found to be knotted (inverted). Both the catheter and guidewire were replaced, and the case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 pulse select catheter with lot 0012759316 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment, an inverted array was observed. The pcba (printed circuit board assembly) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. During compatibility testing of the catheter to the sheath, insertion failed due to inverted spiral array. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test did not reveal any anomalies. Inspection (microscope/x-ray imaging) and testing was performed and no anomalies were identified. In conclusion, the reported "spiral array / array deformed/damaged/twisted", "deflection control steering issue", and "spiral array knotted" issues were not observed/reproduced with the returned catheter. The spiral array was confirmed to be inverted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.